Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. This medwatch report is in response to receipt of maude event report mw5085824.

Event description:
It was reported on a maude report form mw5085824 that a patient underwent prepatellar bursectomy procedure on an unknown date and an absorbable hemostat was used. Postoperatively, the surgeon identified a hematoma and excised it. Also, identified several that appeared to be soft black tissue masses throughout the prepatellar bursa area and staining in the region with multiple areas of black tissue as well. The surgeon felt it was most likely due to the surgical powder that was placed with original prepatellar bursectomy to help with hemostasis. Test result continued from pathology: fibrin deposition and degenerative changes. No additional information was provided.